Event description:
A healthcare professional reported through company representative that patient experienced significant pain and sensitivity after coolsculpting treatment on the abdomen using an unknown applicator after treatment on (B)(6) 2014.

Manufacturer narrative:
Prolonged pain is a known potential adverse event of coolsculpting treatment. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. A supplemental report will be submitted if additional information is obtained.